Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02403 - 1221359-2022-02404.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two lots performed on two dates. This MFR. Report addresses an unknown and is report three (3) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on a nasal sample using the kit swab. Confirmation testing using another brand of rapid antigen test generated a positive result. The consumer stated they were asymptomatic on (B)(6) 2022 and symptoms were abating on (B)(6) 2022. The patient reportedly received monoclonal antibody treatment and over-the-counter cold medicine on (B)(6) 2022. This was reported to FDA in medwatch report mw5109146.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.